Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.